Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced difficulty removing all of the air bubbles from the syringe after removing the air from the cartridge on multiple occasions. The user stated that the load sequence had caused the user to put air back into the syringe during the cartridge air removal step and making the process more difficult to remove the air from the syringe. Reportedly, the user stated that "it hurts their finger" to constantly flick and remove the air bubbles. The customer reported that during these occurrences was able to remove the air from the cartridge and syringe prior to filling the cartridge with insulin. There was no impact to the customer's blood glucose levels.